Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were deployed twisted. No other details of the event are known. A new one was used to complete the procedure. There was no patient impact.

Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the homechoice (hc) unit during drain 2 of 5. The technical service representative (tsr) explained se 2240 indicates a large amount of air has entered setup and advised him to start over with new supplies. The hp elected to stop therapy for the night and confirmed he would call his peritoneal dialysis nurse the next morning regarding recommendation for manual exchanges. The tsr reviewed proper procedures per the user manual with the hp. There was no patient injury or medical intervention reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). Product surveillance spoke with the home patient (hp) who stated this incident resulted due to a split in the tubing of his catheter. The hp reported that the night of this incident, he noted a split in the catheter which was believed to be caused by the tape he used. The hp stated he had his tubing repaired at the clinic. The hp confirmed there was no adverse event or medical intervention. The hp confirmed there was no issue with his cassette and specific information regarding his catheter was unknown. No further detail was available. The catheter is not a baxter product.

Manufacturer narrative:
(B)(4). Lot information is unknown at this time. The product sample has been requested but has not yet been received by baxter for evaluation. Should any additional information become available, a follow-up report will be submitted.